Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they had inserted a sensor it had hurt. They were going to lay down but the site was very painful, it was excruciating. They removed the sensor but the cannula was not bent. The sensor left a bruise. They placed a tissue on the electrode and it got caught onto something. There was something sharp on the edge of the electrode. The customer's blood glucose level was unknown. Troubleshooting was performed. The product will be returned for analysis.